Event description:
Male patient was admitted into the hospital in 2007 with diarrhea, post cell implant. The following day, the patient experienced chest pain with troponin rise and was transferred to the cardiac unit. Four days later, the patient experienced an anterior acute myocardial infarction. Angiography revealed three-vessel disease. The first vessel was 99% stenosed, native, de novo, bifurcated, irregular, moderately tortuous, concentric, moderately calcified, type c mid left anterior descending, with greater than 45 degrees and less than 90 degrees of angulation. The reference vessel diameter and the lesion length were 2.5mm and 36mm, respectively. The lesions were pre-dilated at 14atm. A 2.25 x 28mm cypher select plus stent was implanted at 20 atm and a 2.25 x 18mm cypher select plus stent was also implanted at 20 atm overlapping the first stent. The lesions were post-dilated at 20 atm. The second vessel was a 70% stenosed, native, de novo, bifurcated, ostial, irregular, moderately tortuous, concentric, moderately calcified, type c diagonal with greater than 45 degrees and less than 90 degrees of angulation. The reference vessel diameter and the lesion length were 2.25mm and 23mm respectively. The lesion was direct stented with a 2.25 x 23mm cypher select plus at 20 atm. The lesion was post-dilated at 20 atm.

Manufacturer narrative:
The third vessel was a 99% stenosed, native, de novo, ostial, irregular, moderately tortuous, concentric, moderately calcified, type b1 circumflex with greater than 45 degrees and less than 90 degrees of angulation. The reference vessel diameter and the lesion length were 3.0mm and 18mm, respectively. The lesion was pre-dilated at 16atm and a 3.0 x 18mm cypher select plus stent was implanted at 16atm. The patient experienced chest pain following the procedure, which led to a re-angiography and a spasm of the proximal circumflex was found. A 2.75 x 18mm cypher select plus stent was implanted proximal to the 3.0 x 18mm stent previously implanted. An intra aortic balloon pump was also used during the procedure. It was noted that there was no in-stent or peri-stent restenosis. One-day post index procedure, the patient experienced clinically overt bleeding, causing a decrease in hemoglobin. The patient also experienced melana stool and was transfused with 5 units of blood. Heparin was put on hold and vitamin k was given for coagulopathy. The bleeding was related to the index percutaneous coronary intervention, due to heparin, integrellin, aspirin and plavix; not related to the drug eluting stents. The subject had a pre-condition as he is immuno compromised and already had a low hemoglobin. The following day, the patient developed a fever and was administered antibiotics. It was also noted that the patient had episodes of chest pain attributed to an increased workload on the heart due to tachycardia, low blood pressure and low hemoglobin. The next day, the patient experienced vomiting. A small bowel ultrasound was conducted and the patient was diagnosed with partial small bowel obstruction; a nasogastric tube was inserted for a few days. Pre-procedure medications included: aspirin, clopidogrel, and beta-blockers. Intra-procedure medications included: aspirin, clopidogrel, integrellin and heparin. Post-procedure medications included: aspirin, clopidogrel ace-inhibitors and beta-blockers. This device is distributed outside the united states; however, it is similar to the drug-eluting stents distributed in the united states. Additional information will be submitted upon 30 days of receipt.